Event description:
It was reported that the user experienced low insulin and requested guidance to replace insulin only, and the agent provided stepwise education to disconnect tubing from the infusion site, rewind the pump, remove and replace the cartridge, reconnect and fill tubing, then reconnect to the existing infusion set and select ¿no¿ when prompted for a new infusion site. Symptoms included low insulin availability without reported adverse clinical effects. Outcomes included successful completion of troubleshooting and education to restore insulin delivery. Investigation included customer service troubleshooting and procedural guidance. Investigation of this case revealed use error related to supply change steps and the interaction between the cartridge and infusion set during partial supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was user technique during supply change and was addressed through education.

Manufacturer narrative:
Initial.